Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked due to overfilling the cartridge. A new cartridge was loaded resolving the issue. Blood glucose level was not impacted. Tandem technical support advised the customer not to overfill the cartridges.